Event description:
It was reported that the recorder may be undersensing and was showing episodes that may not be true asystole. No intervention was needed and the recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.